Manufacturer narrative:
Event date was estimated based on aware date. The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint, the detached section was not returned for analysis. The imaging core was removed from the catheter body and imaging core windup with a broken driveshaft was encountered at 7.00 cm from the connector shaft. Impedance testing shows an electrical open at the proximal wave form. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 21may2021. An opticross imaging catheter was returned with no issue reported. However, device analysis revealed imaging window detachment.